Event description:
It is reported that the doctor was not able to cut completely through the femur during surgery. The instrument was manufactured with a 1 degree cut angle instead of the specified 5 degrees. As a result of the incorrect cut angle, the doctor found it necessary to fill the gap with bone cement.

Manufacturer narrative:
This report will be amended when our investigation is complete.